Event description:
During knee replacement procedure, while preparing the all-in-one mixing system according to package directions, when breaking the monomer vials green monomer liquid began leaking out of the self-contained mixing system. The system was disposed of due to concerns the liquid may be toxic, so no device to return. There is no harm to patient.